Manufacturer narrative:
Complained product will not be not available.

Event description:
Brush almost always detaches from the device. Bristles frayed after brushing-oral-b power oral care refills [device breakage]. Counterfeit [oral-b/power oral care refills]. Different plastic. Print of the logo is lighter...potential counterfeit - suspected [suspected counterfeit product] case narrative: consumer reported via e-mail that brush head almost always came loose from the hand piece and brush heads were soft and started fraying after a mere 3 brushing sessions and consumer suspected that the item was not an original but a counterfeit as the brush head was not gray; it was white, different plastic and lower design was completely different. No injury reported.